Manufacturer narrative:
The device was received fully deployed. The download data shows timeouts and a drive stall. As the device was received deployed, it could not be conclusively determined if the drive stall prevented the device from deploying by the end of second prime. The cause of the reported event could not be determined. A reset and repeated run for the needle deployment system was successfully performed. A rerun for the device was successfully performed. Investigation found no damages or deficiencies to the needle mech or drive mech that would contribute to the reported event. It could not be determined what caused the timeouts and drive stall.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not deploy. The pod was worn for less than 1 hour and no adverse patient impact was reported.